Manufacturer narrative:
It was reported the defective device is available for returned to the manufacturer for eval. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. There was no harm or injury to the pt due to this event as the device did not come into contact with the pt. The results of the device eval will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported (B)(6) 2013, a pt of unknown gender and age presented for a endovenous laser procedure. During preparation for the procedure, upon opening the device packaging, it was noted the fiber was fractured. The device was set aside, and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to this event as the device did not come into contact with the pt. It was reported the disposable device is available to be returned to the manufacturer for eval.